Manufacturer narrative:
Investigation: comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: (1.0), lab: 2.7, mean: 1.85, confidence limits: (1.2 - 2.3), result: fail. Reported results are outside of determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 262184. Test results as follows: donor 1, inratio results: (3.2, 3.4, 3.0), reference: 2.63, bias threshold: (1.63 - 3.63), %cv: 6.25. Donor 2, inratio results: (3.8, 3.6, 4.0), reference: 3.13, bias threshold: (2.13 - 4.13), %cv: 5.26. All replicates for the each donor are within acceptable bias for accuracy. Each donor produced %cv less than 16%. Precision criteria has been met. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. No product was expected to be returned, review of recent in-house therapeutic sample testing revealed that retain strips met accuracy and precision criteria. As reviewed on (B)(4) 2012, (B)(4). Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).

Event description:
Caller alleged imprecision with the inratio meter. Caller alleged discrepant results with the inratio meter compared to point of care (poc) meter. Results as follows: date: (B)(6) 2012, inratio results: 1.0, poc: 2.7. Results were one min a part. Pt's therapeutic range: 2-3.